Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was unable to use the device due to pump eroded from then scrotum. The cuff and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no additional patient complications reported.